Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on 10/29/2010, to report that he experienced a failed sensor shortly after insertion. Upon removing the sensor, he noticed there was no wire. Pt reported that the insertion site looked slightly red, but that he did not see any bump or appearance of the sensor wire. At the time of his call to dexcom technical support, pt was fine and reported having no issues with the insertion site.